Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did not took the charge and boot up.the data log could not be retrieved. The receiver functional testing was attempted but could not be performed. The receiver case was opened for interior inspection and no moisture damage was observed. During troubleshooting it was verified that the main pcba had a defective u6. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective u6 component.